Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device has turned on and off 3 times in a row during operation. No injury was reported.

Event description:
Please refer to the initial report.

Manufacturer narrative:
To analyze the described issue of the evita 4 the current logfile was investigated and the warmstarts were confirmed. In the event of a warmstart the evita opens the emergency-breathing valve to allow for spontaneous breathing. This is accompanied by an alarm. After the boot sequence has been completed successfully (this takes about 8 seconds), the ventilation continues with the latest set parameters. It was found that the most likely reason for the warmstart was an external electrostatic effect exceeding the requirements given in iec60601-1-2 that were applicable at the time the device was delivered to the customer. The device was tested and is within specification. As a result neither the logfile nor the tests of the device give an indication towards a hardware malfunction. The customer can put the device back into use, but, due to the long history of replacement of several components it is recommended to replace the device. The device reacted as specified for this issue. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.